Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a broken atrial connector. Analysis did note that the upper case boss was discolored, the output connector assembly, keypad, one case screw, the hanger assembly and the hanger assembly screw were contaminated and the main world label was damaged. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a broken atrial connector. The external pulse generator has been returned for repair. There was no patient involvement.